Event description:
A talent stent graft and an aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that on an unknown date there were coils implanted for the treatment of the unknown endoleak. Approximately one month ago a CT revealed that there was an unknown endoleak with aneurysm expansion, however the patient is asymptomatic. The patient has refused any further treatment. No further intervention was performed and the patient is being monitored. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (refusing further intervention). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (refusing further intervention).